Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient revised on (B)(6) 2020 due to dislocation 2 days after primary surgery on (B)(6) 2020. Surgeon explanted the 36/+3 standard humeral cup and replaced it with a 36/+9 standard humeral cup.